Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to the balloon (prb) herniating a new artificial urinary sphincter balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient started leaking so the physician replaced and relocated the prb. The patient seemed ok after surgery.